Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, when the surgeon inserted a clip applier into the instrument, some light colored piece of plastic dislodged into the abdomen. All pieces were retrieved. No injury was reported.